Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt received a durom us acetabular component 54/48 n implant on (B)(6), 2007 and underwent revision on (B)(6), 2012 due to aseptic loosening.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).